Manufacturer narrative:
(B)(6).

Event description:
It was reported the parkinson¿s disease patient experienced a ¿sudden¿ loss of stimulation/therapeutic effect the day prior to report. The patient had less than 50% therapy relief at an unknown location at the time of report. It was noted the patient was ¿not satisfied¿ with their device. The implantable neurostimulator (ins) remained implanted and in service at the time of report. It was ¿unknown¿ whether any actions were required due to the event. Additional information has been requested; a supplemental report will be filed if additional information is received.